Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 28-aug-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine 20mg/ml at 4mg/day and bupivacaine 9mcg/ml, dose not reported, via an implantable pump. The indications for use was non-malignant pain. On (B)(6) 2019 it was reported that the patient reported loss of pain control. The managing physician reported discrepancies in volumes at refills. The diagnostics and troubleshooting performed was the managing physician tried to aspirate the catheter and was unsuccessful, date unknown. A catheter revision was scheduled for today, (B)(6) 2019. At the revision the catheter was not able to be aspirated and when it was cut in the back, there was no csf, (cerebral spinal fluid). All of the catheter as removed except for a small piece of the pump segment that broke off in the patient¿s flank that could not be retrieved. The physician closed to ensure no csf (cerebral spinal fluid) leak. A new catheter was then inserted. The patient¿s pump was emptied of the 20mg/ml concentration of morphine that was in the pump, a reservoir rinse was performed, and the pump was filled with 20 ml of 1mg per ml of morphine. A back table prime was done to remove the 20 mg per ml drug from the internal tubing and cap chamber. Once the prime was complete, the new refilled pump was attached to her new catheter and the new catheter was primed post operatively. The patient¿s new starting to dose was 0.5 mg a day. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.